Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into paradigm pump. Conclusion: reservoir does not leak.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir was leaking from reservoir and o ring. The customer¿s blood glucose was unknown. Troubleshooting was not performed. The device will be returned for analysis.